Event description:
It was reported that the ilet pump had been disconnected from the associated app for an extended period while the user was on backup therapy, and the user¿s freestyle libre 3 plus sensor was started in the libre app rather than in the ilet app, resulting in the sensor being in use by another device and unavailable for ilet integration. No adverse clinical symptoms reported and no reported blood glucose impact. Outcomes included successful education and troubleshooting, with guidance to start a new freestyle libre 3 plus sensor using the ilet app and reconnection of the ilet to the correct app. User support included technical troubleshooting and user education regarding correct sensor-app pairing. Investigation of this case revealed user setup error and sensor pairing with a non-ilet application, which prevented communication between the sensor and the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device setup and app selection.

Manufacturer narrative:
Initial.